Event description:
It was reported this chronic right ventricular (rv) lead pace impedance measurements have been fluctuating from high to high and out of range. Measurements have been greater than 200 ohms. There were no other clinical observations and the patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.